Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe integra 3ml w/ndl 25x1 rb leaked. The following information was provided by the initial reporter: verbatim: we set it out for pickup last week. There have not been any pickups. Also, we had another needle today malfunction. I draw up the vaccine but did not administer it. As I mentioned before, I thought it was because the machines were not tightening the needle to the syringe properly. That is not the case. This needle was screwed in properly, but it still leaked vaccine as I was trying to get the air bubbles out. Do you want me to add the new syringe to the shipment? I can label each so there is no confusion.

Manufacturer narrative:
One sample was provided to our quality team for investigation. The sample was tested for leakage and found to have no defects observed. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 0293610. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.